Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 215. At the time of contact, patient's mother did not report any injury or medical intervention.